Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the driving shaft squirted insulin out during the filling procedure. Customer's blood glucose was 8mmol/l. Advised customer the insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion, prime and no delivery tests due to motor error alarm. However, the insulin pump passed the operating currents test, self-test, a21 error test and the displacement test. No a31 alarm noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratched display window and missing the end cap sticker.